Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea, vomiting an abdominal pain. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was unable to complete carelink upload. Customer stated that the insulin pump had failed high performance test. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08875 inches. The no delivery alarm functioned properly, and audio alarm could be heard during the basic occlusion and occlusion tests. Device received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).